Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirts insulin during fill tubing. The customer¿s blood glucose level was unknown. The customer also reported that they received failed battery test alarm, low battery alert after a week, insulin pump has hairline cracks on the bottom of the pump at reservoir window, rewind is louder, and has to rewind multiple times to complete. The insulin pump will not be returned for analysis.